Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient was hospitalized in the week of (B)(6) 2019 for severe abdominal pain. After an unspecified examination, a fistulization of the intestinal tube at the intestinal loop was seen. The physician decided not to remove the pej tube but to mobilize it to reposition it correctly. On (B)(6) 2019, the patient was discharged home.